Manufacturer narrative:
This report is based in-part on device analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; full lead returned and analyzed. (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that there was high threshold on the atrial lead. The lead was explanted and replaced. The device was replaced due to rrt (recommended replacement time). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.